Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 20 x 2.75 promus premier drug-eluting stent was advanced for treatment; however, during procedure, the hypotube of the device fractured. The device was removed and another stent was used to complete the procedure. No complications were reported.